Manufacturer narrative:
Kimberly-clark was initially alerted on april 2, 2019; however, we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated that the consumer reported the tampon string tore during removal. Medical seen. ER doctor removed tampon. Consumer was diagnosed with tss and was in the hospital for 4 days.